Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of "high" on the continuous glucose monitor with "mod-large" ketones and vomiting. Elevated bg was addressed by a bolus via the pump. Customer went to the emergency room and was treated with fluids. Multiple follow up attempts were made by tandem technical support to gather additional information, however, no response was received.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.